Manufacturer narrative:
Serial number (B)(4), expiration 7/11/2014, catalog number pcb0000215. Device available for evaluation: 1/13/2015. Device manufacture date 7/11/2014. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
Corrected data: follow up #1 date received by MFR aware should have been 13jan2015. Additional information: the preloaded tecnis pcb00 was returned to the manufacturer. Visual inspection under a microscope showed residues of viscoelastic on the loading zone and cartridge tube areas. The plunger was observed screwed in the preloaded insertion system. Therefore, the pushrod was observed pass through the cartridge. Also, no assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. The functional testing could not be performed since the plunger was screwed and it was unable to unlock, the preloaded system is a single use device and the insertion process cannot be recreated. No assembly error and/or defect related to manufacturing process were observed in the preloaded insertion system. However, lens was not returned for investigation. Therefore, the complaint for haptic detached could not be verified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Manufacturer narrative:
The manufacturing record review was performed. All process operations presented in the manufacturing record were in compliance with manufacturing instruction specifications. No deviation or non-conformance (ncr) related to the customer claim was generated. The pcb00 lens is placed by the manufacturing operators in the preloaded system using a microscope magnification 10x and then a second operator sites that both haptics (lead and trail) are in the correct location using a haptic tool and microscope magnification. They must verify that the lens is mounted properly into the preloaded system intraocular lens housing. A review of process manufacturing instructions in the change control system was done during the period when this production order was manufactured and did not show any change in the manufacturing method or specifications that could be related for this complaint type. The documentation shows that the production order was manufactured according to specifications. The product met release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). Follow up from the sales representative indicated that he had spent some time observing cases carried out by the surgeon and his specialist registrar. Personnel are preparing the device correctly and nothing out of the ordinary was identified. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that a pcb00 preloaded 1-piece intraocular lens (iol) was prepared without any problems. The surgeon engaged the lens to the solid mark on the plunger once the capsular bag was polished. Upon insertion of the lens the surgeon noticed the trailing haptic was missing. The lens was cut up and removed from the eye. The wound had to be extended and sutured. A stitch was created that has no detriment to the patient. The patient is fine. The removed lens was replaced with another iol.

Manufacturer narrative:
Catalog number, expiration date and serial number of the device is not completed as the serial number is unknown/ not provided. Phone number of the initial reporter - (B)(6). (B)(4). PMA 510(k): is not completed as this report is being filed on an international device; tecnis itec preloaded 1-piece iol, that has a similar device, tecnis 1-piece iol model zmb00 which is distributed in the united states under PMA p980040. Device manufacture date is not completed as the serial number of the device is unknown/ was not provided. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.